Manufacturer narrative:
Replaced the bellows housing to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported the unit failed the pre-use checkout test due to a leak from the bellows housing preventing mechanical ventilation. There was no reported patient involvement.